Event description:
It was reported that a few days after implanting the right ventricular (rv) and left ventricular (lv) leads, the leads were found dislodged. Both, rv and lv, leads were repositioned and considered resolved. It was also reported that the lv lead was found dislodged again. An attempt to reposition the lv lead failed and the lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Additional information: this information is based entirely on journal literature and the subsequent follow up information obtained. This event occurred outside the us. Referenced article: reduction of inappropriate anti-tachycardia pacing therapies and shocks by a novel suite of detection algorithms in heart failure patients with cardiac resynchronization therapy defibrillators: a historical comparison of a prospective database.

Event description:
Additional information was obtained through follow up which indicated that the patient had received inappropriate shocks. No further information was provided. No further patient complications have been reported as a result of this event.